Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had 2 rubber head caps that were broken. Affected devices were not used. The following information was provided by the initial reporter, translated from chinese: "after opening the outer packaging."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of broken cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had 2 rubber head caps that were broken. Affected devices were not used. The following information was provided by the initial reporter, translated from chinese: "after opening the outer packaging."